Event description:
Additional information received: no patient involved.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump exhibited primary audible alarm. No reported adverse effects.